Event description:
Following a tension-free sling procedure, the patient came back to the hospital with abnormal bleeding from the vaginal and abdominal incisions approximately four weeks post-op. Patient was taken back to surgery to stop the bleeding. No further complications were reported and no additional information was provided.